Event description:
Related manufacturer reference number: 2017865-2022-08405, 2017865-2022-11515. It was reported a patient presented to the emergency department with dizziness and several falls. A chest x-ray showed the patient's left ventricular lead, right ventricular lead, and atrial lead were dislodged and prevented the device from reading signals properly. No changes were reported. The patient status was unknown.